Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was intermittent. The root cause of the intermittent response button cannot be positively identified. No adverse event resulted from the damaged monitor.